Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify lost sensor alarm and change sensor alarms due to blank display. Also, received with moisture damage on the motor and force sensor. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had sensor issue. Customer¿s blood glucose level was unknown. The customer reported that they tried to calibrate and had calibration not accepted alert. Customer did not received change sensor alert. Customer reported that the cannula was kinked. The device will be returned for analysis.